Event description:
Procedure: thoracoscopy and biopsy of right superior lobe. Patient sex: unk. According to the reporter: the staples did not form properly when the device was fired. The surgeon was not sure if the staples actually closed properly on the lung. The surgeon sutured the tissue which was difficult and increased the or time by 40 minutes.